Manufacturer narrative:
UDI #: (B)(4). Initial reporter. Phone: (B)(6). The field service specialist (fss) visited customer site and confirmed the reported error issue upon inspection of the system. Fss replaced advantech, hard drive and instrument manager on the unit, which resolved the problem. The system was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that error 2012 (instrument host timeout error) occurs every time signature system starting up. There was no patient involvement reported and there was no patient treatment delays or cancellation.